Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was separated motor. The motor was replaced.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor pump with a condition of "beeps after about 10 minutes of infusing and attention line comes on". This condition occurred during programming/setup. The area where this event occurred is surgery. There was no patient injury, adverse event or medical intervention necessary according to the hospital representative. No additional information is available.